Manufacturer narrative:
Concomitant medical products: ddbb1d1 ICD, implanted: (B)(6) 2014. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's implantable cardioverter defibrillator (ICD) had an alert for high superior vena cava (svc) coil impedance. However, the current lead does not have an svc coil. It was also noted that there was an alert for high rv coil impedance on the patient's right ventricular (rv) lead. It was recommended that the clinic adjust the lead alert threshold as the patient's impedance is normally close to the threshold it is currently set at. The lead and device are still in use. No patient complications have been reported as a result of this event.